Manufacturer narrative:
E1: patient city : fort mill patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set came off after taking his shower as the tape was not sticking. No further information available.